Event description:
It was reported that the customer had high blood glucose levels of 424 mg/dl. The customer has reverted to a back-up plan to treat the high blood glucose levels. The customer reported that the bottom of the insulin pump was coming off. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with a protruded motor support disk and a broken off end cap. Unable to perform the basic occlusion, occlusion, prime/a33 test and excessive no delivery tests due to the broken off end cap. Damages to the display window, reservoir tube lip, battery tube threads also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.